Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative).

Event description:
It was reported that the physician requested review of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device to confirm device operation and additional troubleshooting completed. The physician reported untreated episodes, noise with saturation and baseline fluctuation, with rapid, ample artefacts and acute morphology. These tracings were obtained on the primary and additional vectors. This was achieved when the patient leaned forward or tapped the box. A rhythmcare consultant reviewed device data and recommended whole system explant in the near future, due to lead integrity issues. This electrode remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted due to a suspected fracture. The explanted electrode is expected to be returned for product analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested review of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device to confirm device operation and additional troubleshooting completed. The physician reported untreated episodes, noise with saturation and baseline fluctuation, with rapid, ample artefacts and acute morphology. These tracings were obtained on the primary and additional vectors. This was achieved when the patient leaned forward or tapped the box. A rhythmcare consultant reviewed device data and recommended whole system explant in the near future, due to lead integrity issues. This electrode remains implanted. No adverse patient effects were reported.